Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Based on the available information, the hypoglycemic event was attributed to off-label use related to the use of an unapproved insulin in the pod. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced hypoglycemia accompanied by vomiting, with reported blood glucose levels ranging between 80-100 mg/dl after approximately 24-36 hours of pod wear. The patient¿s family contacted emergency medical services (911). Emergency responders administered glucose and transported the patient to the emergency room (ER), where the patient received additional glucose treatment and returned home the same day. At the time of the event, the omnipod system was operating in automated mode. It was identified that the patient had been using lantus, a long-acting insulin that is not approved for use with the omnipod system. The omnipod is only approved with certain rapid-acting insulin types. Based on the available information, the hypoglycemic event was attributed to off-label use related to the use of an unapproved insulin in the pod.